Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: 00430204617, humeral head, lot 62763415, 00434900813, humeral stem, lot 11013051. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06034, 0001822565 - 2018 - 06035.

Event description:
It was reported that approximately one month post-revision of the l shoulder, the patient reported pain, impaired posture, stiffness, decreased range of motion and strength, abnormal scapular mechanics, as well as a decrease in l arm strength and ability to perform adls, requiring pt. Symptoms were still reported to be present approximately four months post-operatively. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Physical therapy notes were provided from the patient's post-revision visits, which confirm her limited range of motion, pain, and strength abnormalities. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.